Event description:
My mesh story: in 2006 I was implanted with two devices made by ams, the sparc bladder sling, and the perigee device for pelvic organ prolapse. I've had eight surgeries to address the devices eroding, scarring, and maiming me. The most recent surgery, the surgeon was able to remove 98.9% of the initial mesh. However, the mesh was taken out in 15 pieces, it was all over my pelvic floor, inserted into muscle, and major nerves, both pudendal, and obturator nerves are affected, perhaps for the rest of my life. As the surgeon stated, "this was a very complicated and very difficult surgery, requiring extra time and effort. There was severe scarring in every space and segment of the pelvic floor. Anteriorly, posteriorly, laterally, as well as under the urethra. "Watch this page: I had the explant surgery in (B)(6) 2014, I still have yet to fully heal. The nerve damage may very well be permanent. I have not had intercourse in seven years, and this was due to the vaginal canal becoming shortened because the device crumbled, "bunched up, and corded." Plus, there were also parts of the device coming apart inside me. I had a foreign body reaction, numerous infection, and untold hours, days, years, missing out on daily living. My relationships in every facet of my life have been effected. My children have grown up without a mom. I love my children, and I was once a very active mother, on the pta, and class parent. Once there was a time in my life that weekends meant soccer, baseball, swim meets. Once there was a time that I could go watch my son receive academic awards, it was not easy sitting, but now it's impossible. I haven't seen a christmas pageant in two years, I haven't been to my son's school or its open houses, in two years. The mesh took it all away from me. I cannot get out of bed. I've just had all the mesh explanted, and the surgeon described it as being one of the most difficult cases he's ever seen. I have a hope that one day, and very soon, that this mesh is completely banned and that there is much more of a warning associated with its use. The companies have accepted no responsibility in just how awful this product is. Being an oil based product, akin to the same material as a "hoola-hoop", is how it was described to me, but it was too late. I never received information from the implant surgeon: why? How could this material be so commonly used, without the company ever testing it, how did an old 510c rule let this product be used? The FDA really needs to have the class moved to class 3 devices, or banned completely, so, that no one ever has to feel what I feel every day of my dismal life. I can be thankful for one thing, and that is my daughter, nieces, sisters, grandmothers will never have "the gold standard" implanted into their bodies.